Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. The product was evaluated. An exterior visual inspection was performed and failed due to usb connector damage . Receiver charge and boot testing were performed and failed. Internal visual inspection was performed and passed. The receiver log was not provided. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).